Event description:
A surgeon reports that one day following intraocular lens (iol) implant surgery, he noted what looked to be a transparent piece of plastic between the iol and the posterior vitreous humor membrane during an examination. The foreign material was removed with a cannula through the initial implant incision. Additional info has been requested.